Manufacturer narrative:
Date of event is estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade 4. It was noted the patient had a history of coronary artery disease and chronic kidney disease. One clip was successfully deployed, reducing mr to a grade of 1. Roughly five months later, the patient returned to the hospital. Echocardiography was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2022, an additional mitraclip procedure was performed to stabilize the slda. One clip was successfully deployed, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.